Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; perineum pain; anal pain; rectal pain; other pain: buttock; painful intercourse; inability to have intercourse; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2014 the patient commenced pain medication: lyrica for the treatment of: to treat pain. Treatment duration: few years. On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assist with pelvic floor/ perineum pain. Treatment duration: since surgery. On (B)(6) 2014 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: to keep skin healthy/comfortable. Treatment duration: since surgery. On (B)(6) 2014 the patient commenced other (please specify) for the treatment of: for pain treatment. Treatment duration: from surgery. On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assist with pelvic floor/ perineum pain. Treatment duration: several years.